Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 50-03-64g- 64mm tritanium acetabular shell. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding disassociation involving an unknown tritanium shell, mdm liner and a competitor head and an event regarding wear involving an unknown liner was reported. The event was confirmed. Method and results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: a review of the provided information by a clinical consultant confirmed the event but could not determine a root cause. However, no evidence for device-related malfunctions and as such the failure mode of this case is an adverse mix of various patient-related factors regarding multiple fracture history in the hip joint area distorting the local anatomy and thereby impairing optimal functionality of the mdm device which resulted in an intraprosthetic dislocation requiring open revision surgery. Device history review could not be performed as the device details are unknown. Complaint history review could not be performed as the device details are unknown. Conclusions: the medical review stated that the failure mode of this case is an adverse mix of various patient-related factors regarding multiple fracture history in the hip joint area distorting the local anatomy and thereby impairing optimal functionality of the mdm device which resulted in an intraprosthetic dislocation requiring open revision surgery.

Event description:
As per case report from the (B)(6): the authors describe a case report of intraprosthetic disassociation of an mdm device almost 2 years after implantation following subluxation. Radiographs, taken one week after initial presentation, showed intraprosthetic disassociation. A revision tha was performed one week later. Focal wear of the explanted polyethylene retentive ring was reported. Fibrotic tissue was noted intraoperatively within the acetabular cavity.

Event description:
As per case report from the (B)(6) clinic: the authors describe a case report of intraprosthetic disassociation of an mdm device almost 2 years after implantation following subluxation. Radiographs, taken one week after initial presentation, showed intraprosthetic disassociation. A revision tha was performed one week later. Focal wear of the explanted polyethylene retentive ring was reported. Fibrotic tissue was noted intraoperatively within the acetabular cavity.